Event description:
During evaluation of a returned amia device, one increased intra-peritoneal volume (iipv) event was identified, which occurred on (B)(6) 2013. During night cycle 3, the patient's drain volume was 2798.6ml, indicating the home patient (hp) drained a volume 128.669% above their maximum programmed fill volume of 2175ml. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The amia device was evaluated. A visual inspection was performed and no issues were noted. The functional rite (returned instrument test evaluation) testing was conducted, along with electrical testing and no failures were identified related to the reported event. The device met product specification related to the reported issue. The event history log review was performed and identified an increased intra-peritoneal volume (iipv) event. During the night cycle 3, the patient's drain volume was 2798.6ml, indicating the home patient (hp) drained a volume 128.669% above their maximum programmed fill volume (mpv) of 2175ml. The iipv was determined to be caused by the estimated night ultra filtration (uf) being set too low. The uf was set too low at 300ml while device drained 2798.6ml. The programmed cycle fill volume was 1500ml and the initial drain volume setting was 0ml. Proper instructions are addressed in the ¿amia automated pd system clinician guide¿. The guide explains the estimated night uf settings, provides treatment and programming answers on this setting and has warnings regarding setting it too low. A formal review of the label for the product family will be conducted. Subsequent to this iipv event, the prescription was adjusted to increase the estimated uf to 400ml and there were no iipv events reported at this uf setting. If additional relevant information is obtained, then a follow-up MDR will be submitted.